Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the scaffold thrombosis occurring 1.5 hours post implantation. Optical coherence tomography during follow up intervention shows under expansion and malapposition of scaffold. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience pro x, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb gt1 is filed under a separate medwatch report.

Event description:
It was reported that the elective procedure was to treat an 80% stenosis in the proximal left anterior descending (lad) artery. The patient presented with stable angina. During the procedure, the patient was given aspirin and clopidogrel. Pre-dilatation was performed with a 3.0 x 18 mm non-compliant (nc) balloon, reducing the stenosis to 20%. The 3.0 x 18 mm absorb gt1 scaffold was implanted and post-dilated with a 3.0 x 18 mm nc balloon, reducing the stenosis to less than 10%. There was a good angiographic result. Approximately an hour after the procedure, the patient had a st elevated myocardial infarction (stemi) and scaffold thrombosis was found. Recanalization and thrombus aspiration was performed. Intravascular ultrasound (ivus) and optical coherence tomography (oct) imaging showed overlaying strut apposition. A 3.0 x 38 mm xience prox stent was implanted in the scaffold with a good result. It was further reported that the following day, while still hospitalized, the patient experienced angina and another stemi. Thrombus was found in the xience prox stent which was treated with another 3.0 x 38 mm xience prox stent. The patient was also treated with ticagrelor. The patient was placed in intensive care but is doing fine. No additional information was provided.